Event description:
It was reported by the customer that during maintenance and inspection the cardiosave intra-aortic balloon pump (iabp) is displaying maintenance required message. There was no patient involvement reported. No harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that checked message logs and communication errors were found - #79, #80, and #78. Performed operation check and no abnormalities were found. Work performed according to the service manual and results were satisfactory. Product passed all functional and safety tests per manufacturer specifications. Unit was returned to use. No parts were replaced.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.